Event description:
It was reported that before an unknown procedure, there was a foreign matter like a dust or a small piece of paper inside each sealed package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon visual inspection of packages 1, 2, 3, 4, 5 and 6, it was observed that several particles of foreign matter were present in the packages. It was noted that tyvek did not appear to be sealed to the blister form. When the packages were peeled open, the package revealed that the seal was incomplete in some places and too narrow in some places. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.